Manufacturer narrative:
Product evaluation: the product was not returned. Photos were provided and reviewed by global quality customer affairs: the appearance of the iol presented in photographs 1 and 2 may be consistent with the presence of subsurface microvacuoles. When observing an iol under direct slit lamp illumination (photograph 2), subsurface microvacuoles may exhibit a cloudy or hazy appearance, which is not evident when viewed using retro-illumination (photograph 1). Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided by the reporter for further investigation. The photos review was inconclusive. The appearance of the iol presented in photographs may be consistent with the presence of subsurface microvacuoles. When observing an iol under direct slit lamp illumination, subsurface microvacuoles may exhibit a cloudy or hazy appearance, which is not evident when viewed using retro-illumination. It is unknown how long the lens has been implanted. The only information provided was ¿implanted a few years ago¿. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about a significant haze on intraocular lens (iol) which was implanted few years ago.